Event description:
On 11/4/2024, it was reported by a sales representative via email that an ar-3641 2.6 mm knotless fibertak shuttle suture was frayed in the middle; this was noticed after implanting the anchor. The repair suture could not be fully shuttled through the anchor. The case was completed using another anchor. This was discovered during a remplissage procedure on (B)(6) 2024. Additional information received on 11/12/2024: the anchor was removed, and another implant was used to complete the case. The case was delayed fifteen minutes without additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.